Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant,  the right atrial (ra) lead dislodged. The ra lead was revised and successfully placed back in the right atrium and remains in use. No patient complications have been reported as a result of this event.